Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they have notified their healthcare provider (hcp) about the lack of therapeutic effect, and that they are having ongoing speech and movement problems. There were no circumstances that led to the lack of therapeutic effect, and adjustments to programming were made which did not resolve the issue. It was clarified that the system not working was a device issue with no circumstances that led to the issue. On dec-22 the patient reported that when the implant was turned on in (B)(6) 2015 they could walk and talk as though they never had parkinson's disease. However, within three hours they could not function. An appointment is scheduled for (B)(6) 2017 and they are having great difficulty speaking and walking, with no issues trembling.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the deep brain stimulation (dbs) system was implanted for a year, but isn't working properly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient continues to have great difficulty speaking and walking. It was reported that the patient has an appointment with a neurologist soon. It was noted that adjustments have been made, but do not seem to be working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that the device worked really well for a day, but didn't seem to work anymore after that. Adjustments since then have not worked, and the patient gradually worsened. The patient was frustrated because they know the device¿s potential, but it hasn't been working. It was noted the patient was on advanced mode and they know how to adjust settings, but it still hasn't helped their problem. The patient¿s knees were all banged up from not being able to walk and they had been falling. It was stated the patient finds it hard to communicate because they are difficult to understand from speech issues. The patient¿s hcp has reportedly not been able to fix the patient¿s problem and wasn't trained on how to set up the walking/talking parameters. They were hoping to see a new movement disorder specialist, but needed a referral, which could reportedly ¿take a lifetime.¿ it was also noted the patient has worked with several manufacturer representatives (rep), but would be following up with their healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.